Event description:
Reporter stated he rec'd the er1 message "once or twice". Reporter retested successfully. Reporter was not aware and does not use the color chart. Reporter only uses the control solution "once in a while". Reviewed importance of using control solution and technique with reporter.